Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported high and low blood glucose (bg) events. The reporter claimed that the pump's date/time had not been saved with battery changes on two occasions. In the first occasion, the reporter claimed that they did not realize that the pump's time was wrong and the am/pm setting was incorrect. The reporter alleged that the patient had erratic bg levels as a result of the pump's am/pm setting being incorrect. The patient reportedly had bg levels down to "34 mg/dl" with unspecified symptoms. In addition, the patient allegedly had bg levels as high as "350 mg/dl" with ketones and unspecified symptoms. The patient had reportedly gone to an animas class and the instructor discovered through a download that the pump's time of day setting was incorrect. The pump's date and time were corrected. No medical treatment was reported. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed erratic bg levels that can be associated with a serious injury as a result of the pump's am/pm setting being set incorrectly. However, the patient's injury can be attributed to possible use-error considering that the reporter alleged that the pump switched to default date and time after a battery change. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. It is unknown at this time if the patient and/or reporter confirmed the pump's date/time after the battery was changed prior to the events.

Manufacturer narrative:
Device evaluation: (B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that pump date and time reset to the default settings upon rebooting. The black box download verified the pump time and date reset to the default setting after power on resets. Pump was exercised for 24 hours, after 24 hours the battery was removed for 1 hour and when the battery was re-inserted the pump date and time reset to the default setting. Pump was opened and component bt1 was found to be leaking. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unrelated to this complaint, the pump booted with pinkish contrast display screen: pump booted to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.